Manufacturer narrative:
Exact patient age is unknown but is over 18 years. (B)(4) for the reported event: system failed to deliver energy in bipolar modes. The device has not been received for analysis; therefore, the root cause of the reported issue could not be determined.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report #s 3005099803-2011-04084 and 3005099803-2011-04088 address the other devices. It was reported to boston scientific corporation that an endostat ii electrosurgical unit, an endostat foot switch, and a gold probe were to be used for a preventive cauterization of an arteriovenous malformation (avm) within the colon. According to the complainant, the gold probe was advanced into the patient, and cautery was attempted; however, energy was unable to be delivered using the generator's bipolar mode. At this time, the procedure was aborted as there was no active bleed. It is unknown if energy was able to be applied using this gold probe with different generator settings. Prior to the procedure, the generator's bipolar mode was tested using a gold probe and a response was observed in saline (which indicates conductivity). Reportedly, the staff present during this procedure was fairly new and inexperienced, and the generator's bipolar mode is hardly ever utilized. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.